Event description:
Reporter has experienced irritation to her gums after using the equate double action denture cleanser that she has used on a daily basis. She has used this product in the past and never had this issue.